Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited an output anomaly. It was difficult to interrogate and error messages were also noted. The patient was asymptomatic. The device remained implanted and the patient would be monitored.